Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that the lvp alarmed channel error code: 242.4030. The nurse was unable to use it, so a new device was obtained. There was no patient involvement.

Manufacturer narrative:
Additional information: b3 the reported issue that the lvp alarmed channel error code 242.4030 was confirmed. Visual inspection identified the presence of an impact dent on the upper right corner of the rear case and found the optic sensor on the ail board assembly damaged. Log analysis results: neither the associated pcu nor its logs were provided for investigation. The associated pump module event log recorded an infusion being started at 11:46 pm on (B)(6)2020 . The rate was programmed at 125 ml/h with a vtbi of 980 ml. The pump alarmed for patient side occlusion within a few seconds of its starting and after being restarted alarmed with channel error code 242.4030.0 at 11:47 pm. Test results: the pump module in its ¿as-received¿ state was found to be repeatedly alarming with error code 242.4030.0 during its homing cycle when the door was opened. Temporary replacement of the found damaged ail assembly resolved the issue and the pump module no longer failed the door homing cycle or had repeated error code 242.4030 while performing one-hour test infusion. The root cause of the reported event was not definitively identified.

Event description:
It was reported that the lvp alarmed channel error code: 242.4030. The nurse was unable to use it, so a new device was obtained. There was no patient involvement.